Event description:
Customer reports, lancet sticks out after being fired, while using the softclix lancet device. No accidental stick reported. No adverse event reported. Customer has thrown device away; a replacement was sent.